Event description:
It was reported by the rep the device was used during a laparoscopic sigmoid colon resection. It was reported the ecs33 fired - donuts that were retrieved were half donuts, both the proximal and distal. The case was completed by opening. Afterwards the anastomosis was completed with sutures.